Event description:
The implant malfunctioned due to dropping from the implant driver. The malfunction did not cause or contribute to a death or serious injury. 15.08.2024 16:31:32 cet ((B)(4)). *correction. Implant failed due to dropping from implant driver.